Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a polarity switch on the right atrial (ra) lead due to a low impedance measurement. Due to the polarity switch to unipolar and the sensitivity change, the device was undersensing the atrial fibrillation waves. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.